Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to a migration of the implant housing from its intended position. The device was re-positioned successfully. The device remains implanted and in use. This is a final report.

Event description:
The device migrated from its intended position. The user reported that the device has shifted, causing discomfort as the magnet rests on and pushes down on the processor unit in the ear. The user's device was not explanted but the user had a revision surgery to reposition the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device migrated from its intended position. The user will undergo a receiver-stimulator repositioning for the left ear.